Event description:
Surgeon was performing an arthroscopy on pt's right knee, using 4.0 mm burr for chondroplasty. A large number of metal flakes were extruded from the burr ("looked like diamond dust"). The surgeon irrigated extensively but was concerned that some debris may have been left behind that might cause synovitis.